Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2019-01966. It was reported that the patient never experienced effective therapy from the scs system. As a result, the scs system may be explanted.

Event description:
Device 2 of 2: reference MFR report #1627487-2019-01966.